Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, the patient's lv lead exhibited loss of capture. Fluoroscopy indicated the lead was dislodged. Subsequently, the physician implanted a new lv lead. The patient's condition was reportedly good pre- and post-operative.